Event description:
Pt had a known short to shield of his heartmate ii left ventricular assist device. Utilized an ungrounded cable. Called lvad team with an alarm at 1537. Instructed to come to emergency room. Did not report. Called police for wellness check and pt was found dead at home. Lvad controller obtained from funeral home. Analysis from abbott revealed short to shield matured into a phase to phase short with multiple pump stops and low speed advisories. FDA safety report ID # (B)(4).